Event description:
Scrub tech opening the supplies for next procedure found particles on gown dry towel that came inside cataract pac. (B)(6) operating room #3 on (B)(6) 2019 at 0935hrs. No staff or pt injured. Psr number submitted. Certified scrub tech opened the pack, product sterile and sealed in manufactured packaging, expires on 08/01/2021, lot #1346856. Product should be free of foreign particles, clean and unstained. Similar incident on (B)(6) 2019 with the same type of custom pack. Pcc vendor for the (B)(6) notified, product turned over to ms (B)(6). FDA report will be submitted on 04/03/2019 hopefully due to email connectivity. Owens&minor, (B)(4). FDA safety report ID# (B)(4).